Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) showed unstable pacing impedances. At times the measurements were high, out of range but at subsequent interrogations the values were within normal limits. Furthermore, the rv lead showed no capture at high outputs at times, but again, during subsequent measurements the same behavior of normal thresholds was observed. The field representative was not able to recreate noise of the high impedance/threshold. There was one event in the logbook with noise. The specific origin for this behavior has not been determined yet. Finally, the patient reported the crt-d moving in the pocket or sticking out when they bend over. A system revision was recommended but it remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) showed unstable pacing impedances. At times the measurements were high, out of range but at subsequent interrogations the values were within normal limits. Furthermore, the rv lead showed no capture at high outputs at times, but again, during subsequent measurements the same behavior of normal thresholds was observed. The field representative was not able to recreate noise of the high impedance/threshold. There was one event in the logbook with noise. The specific origin for this behavior has not been determined yet. Finally, the patient reported the crt-d moving in the pocket or sticking out when they bend over. A system revision was recommended but it remains in service at this time. No adverse patient effects were reported.